Event description:
Reporteldy the pt experienced mesh erosion - the severity was rated as a 2 (moderate). The relationship to the device was rated as a 3 (definite relation to device). The left side of the sling was removed; the right side could not be removed.